Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed as the returned tibial articular surface provisional (tasp) was fractured. The investigation into this issue determined that the likely contribution for the tasp fractures is bending/torsional loading on the device. Device history record was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was report an tibial articular surface provisional was fractured during disassembly in decontamination. Attempts have been made and additional information on the reported event is unavailable.